Event description:
Boston scientific received information that oversensed noise which resulted in pacing inhibition was detected on this ventricular lead. Noise was observed while the patient was stationary. Technical services advised further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this patient had atrial fibrillation and other possible oversensing events. No adverse patient effects were reported at this time. Resolution has been requested from the field representative who reported that the clinic noted no reprogramming and the physician has elected to monitor the issue at hand. The patient did not feel anything per the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.